Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this right atrial (ra) lead presented to the emergency room (ER) after experiencing syncopal episodes. Upon review, the ra threshold measurements were high. The ra lead was capturing on the presenting electrogram (egm). Technical services (ts) recommended further evaluation of the ra lead in which the health care professional (hcp) noted that cardiology is involved. This ra lead remains in service. No adverse patient effects were reported.